Event description:
It was reported that the patient faced event on 19-apr-2026, where infusion set tubing detached from connector causing hyperglycemia. The issues occurred with two infusion sets used for twelve hours for first event and thirty-one hours for second event. Hyperglycemia was treated by correction bolus via pump.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.